Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. According to the fse, the customer received an error that caused the system to reboot in the middle of a case. The surgeon had lost all vision and controls. After rebooting the system, the customer was able to complete the case. Based on the field evaluation, the fse was unable to replicate the reported issue. However, the fse replaced an mlx and performed a system verification. The system was tested and verified as ready for use. Isi has received the mlx for failure analysis evaluation. However, as of the date of this report, the evaluation of the device has not been completed.

Event description:
It was reported that during a da vinci-assisted lymph node dissection procedure, the system instructed the user to standby while the system restarts. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the system had powered back on and the customer was proceeding with the case. Additionally, in regard to the reported event, isi received FDA medwatch report with uf/importer report#: (B)(4) stating: "while performing a robotic lymph node dissection around some very large pulsating vessels in the chest cavity, the robot announced out loud 'prepare for the davinci to shutdown/reboot' soon after the robot beeped as if it would during shut down. This happened pretty quick without warning. The robot then rebooted a few moments later. During this time the robot screens went black, and the robotic arms were frozen in place and could not be removed. There was nothing being held inside the patient's body by robotic instruments during this time. The robotic arms and instruments did not move during this time. No injury occurred to the patient. Once the robot re booted we could see, and the surgeon had control. Tech support was immediately contacted. Tech support determined that it was a faulty circuit board issue. Tech support could not guarantee that this would not happen again. Tech support stated it was up to the surgeon to decide if he wanted to proceed or abort the case. It was decided to end the case for safety reasons. Case was finished without any further issues. A field engineer did come today, [redacted], and replace a computer board, and the machine seems to be operating normally now after the board was replaced and tests were run." It is unclear if the procedure was aborted or completed robotically.

Manufacturer narrative:
Updated: d9, h2, h3, h6, h11. Corrected data can be found in field d9. Device evaluation: the machine learning xavier (mlx) was received and failure analysis confirmed but could not replicate the reported event. The mlx was visually inspected with no issues relating to the complaint being found. Upon review of the error logs, several errors were found.

Event description:
Refer to h11 for follow-up information.